Event description:
It was reported that the procedure was to treat a right iliac artery. A 8x20mm armada 35 balloon was advanced to the lesion and inflated once, when the balloon ruptured at 8 atmospheres. When removing the device, it got stuck on the guide wire. The physician kept pulling against resistance, when the device separated and came out. Angiography noted that the distal portion (including distal marker and half of balloon) remained in the anatomy. The buddy wire technique was performed to remove the separated portion successfully. There was no adverse patient sequela and no clinically significant delay. No additional information was provided. Subsequent to filing the initial MDR, the following information was received: device analysis noted a 300 cm length supra core guide wire was received frozen inside the balloon catheter with bent core. The account confirmed the supra core guide wire was used alongside the armada balloon.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported for this lot. The investigation determined that the reported difficulties were likely due to case related circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The supra core guide wire referenced in b5 and d11 is being filed under a separate medwatch report number. Device code 2017 was removed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right iliac artery. A 8x20mm armada 35 balloon was advanced to the lesion and inflated once, when the balloon ruptured at 8 atmospheres. When removing the device, it got stuck on the guide wire. The physician kept pulling against resistance, when the device separated and came out. Angiography noted that the distal portion (including distal marker and half of balloon) remained in the anatomy. The buddy wire technique was performed to remove the separated portion successfully. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.